Event description:
It was reported that the lead was explanted for fracture and noise. There is no further information available.

Manufacturer narrative:
A partial lead with the distal tip measuring 42.5 cm was returned for analysis. External insulation abrasion noted at 36.8 ¿ 37.2 from the distal tip, breaching the outer insulation and exposing the outer coil consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.